Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Device received with broken battery tube threads, partial broken reservoir tube lip and broken belt clip slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that meter said blood glucose level was high. The customer¿s current blood glucose level was 344 mg/dl. The customer treated high blood glucose with manual injections. Customer reported that the threads around the reservoir and battery compartment was broken off. It was reported that reservoir was not able to lock in place, insulin pump was not working. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.